Event description:
Pt status post lcp plate and screw construct in 2011 returned to surgeon for f/u visit. X-rays on an unk date showed three screws were broken. Pt was returned to operating room on (B)(6) 2012 for hardware removal. Surgeon removed all of the hardware. Surgeon revised pt to 3.5mm lcp plate and screw construct. This is two of three reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.